Event description:
It was reported that during a gynecological procedure, the disposable handpiece was difficult to connect to motor drive unit. When the disposable was finally connected, it was reported that the motor drive unit made a loud grinding noise. The case was completed with the unit with no extended surgery time.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.